Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm tension spring assembly separated from the umbrella, resulting in blocking of umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The seal and tension spring assembly was returned without the loading device and delivery device. Blood was observed on the seal, anchor and tension spring assembly. Blood visibility on the seal, anchor and tension spring assembly indicates that the seal loaded into the delivery device and that there was attempt to deploy the device into the aorta. The seal was observed to be completely intact with no signs of crack/delamination. No failures were observed with the seal and tension spring assembly. Based upon the received condition of the device, the reported complaint for the reported failure mode ¿fitting problem¿ was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm tension rope separated from the umbrella, resulting in blocking the umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.